Event description:
White filter on exhalation side of vent fell off as they commonly do during a CPAP wean trial. The pt became cyanotic and dyspneic. The filter was replaced and returned vent to a/c settings. Pt became calm. Resp care dept manager follow up: this problem is an occurrence that began shortly after the upgrade of the pb 760 ventilators last year. The expiratory pathway of the vent was changed to deal with water condensation problems and the inlet for the expiratory filter was changed, presumably to the same specifications as previously (taped 22mm). The expiratory disposable filter was modified from previous units, unrelated to the ventilator upgrade. Not certain of the date this occurred. It appears that one of these components, or both, contribute to a change in the snugness in which the filter secures itself into the expiratory port. It is also possible that the higher temperature of the expiratory port may be expanding the port diameter slightly, contributing to the loose condition. This problem has been referred to puritan bennett, and is being actively worked on.